Event description:
A report was received that a pt was having a reaction to the ipg. The physician suspects that the pt is either having an allergic reaction or might have developed an infection at the ipg site. The physician is still investigating the cause of the event.